Event description:
Reporter alleged blood glucose measured 207 mg/dl back to back with a result of 109 mg/dl when testing was performed within 5 minutes of each other. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.